Event description:
It was reported that during a da vinci-assisted head and neck radical tonsillectomy surgical procedure, the customer reported "activation has been interrupted" messages earlier. The customer stated they received m-11 and m-1c errors on the erbe generator. The customer requested erbe be checked. The procedure was converted to laparoscopic with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it initially did power on without errors. The procedure was converted to laparoscopic surgery. There were no patient injury or harm, and the patient did tolerate the change.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse had no issues firing with the erbe generator or esm during the test drive. The connections were secure on the erbe generator and esm. The system was tested and verified as ready for use.